Event description:
It was reported that during an atrial fibrillation (afib) procedure, after transseptal puncture, 5 times ablation were performed with 30w/ 30 seconds. Then the blood pressure dropped and pericardial effusion was observed by echo. A pericardiocentesis was performed and the blood pressure returned to normal range and the patient was stable. The physician¿s opinion regarding the cause of this adverse event was that this it might have caused by manipulating of the catheter in the left atrium (la) and there was no malfunction on the catheter was reported.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: preface sheath; model # 301803ms; lot # 17100757. Soundstar; model # m-5723-05; lot # s1418829. Carto 3; model # fg-5400-00k; serial # (B)(4). (B)(4).